Event description:
It was reported that the user experienced a low blood glucose event, with a measured value of 68 mg/dl, without symptoms, and corrected the event with oral glucose, bringing glucose back into range. Investigation of this case revealed an unclear cause of hypoglycemia, with no device malfunction reported or identified. No clinical symptoms associated with hypoglycemia reported. Outcomes included self-treatment with resolution and no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.